Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited no captured when program to bipolar on the right ventricular (rv) channel. Additionally, there were non-sustained ventricular tachycardia (nsvt) events due to myopotential noise oversensing. Technical services (ts) reviewed and provided troubleshooting. This product remains in service. No adverse patient effects were reported.